Event description:
Nellcor puritan bennett received a report from a service center of a n-560 with no alarm. The service technician determined a low audio tone, and isolated the problem to the main pcb.

Manufacturer narrative:
Nellcor puritan bennett evaluation concluded that the problem was isolated to the main pcb.